Event description:
During the procedure, the physician could not enter the guidewire into the raulerson syringe due to a kink in the guidewire. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the physician could not enter the guidewire into the raulerson syringe due to a kink in the guidewire. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened cvc kit with various components, including a guide wire, an arrow raulerson syringe, and an introducer needle for analysis. The guide wire was returned within its advancer tubing and showed evidence of use. Visual inspection of the guide wire revealed one kink near the distal end. The distal j bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. No defects or anomalies were observed with the returned ars. The kinks in the guide wire was located 35 mm and 40 mm from the distal tip. The overall length of the guide wire measured 455 mm which is within the specification of 450-458 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.813 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Dimensional analysis of the returned ars was not required for this investigation. The guide wire was advanced through the returned ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. Performed per the instructions for use included with this kit which states "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked near the distal tip. No resistance was encountered when advancing the returned guide wire through the returned ars. The returned guide wire met all relevant dimensional and functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.